Event description:
According to the report: the eea was released and approved. Upon use, it was noticed that there was no clip in the instrument, but the instrument had cut. The staples were not visible to examine formation. Bleeding did not exceed 250cc, and the seam was stitched manually to correct. The surgery time was extended past 30 minutes, and there was unanticipated tissue loss due to the problem.

Manufacturer narrative:
Date initial report sent: 11/2/2009.